Manufacturer narrative:
The customer informed the remote service engineer (rse) of the device issue. The rse provided the customer with the latest version of the service manual, revision t. The rse advised the customer that it was likely a power management (pm) printed circuit board assembly (pcba) or the power supply. The customer biomedical engineer (bme) was advised to confirm the 24 volts direct current (dc) was coming across the brown and orange wires, and the bme confirmed that the 24 volts dc was not present. The rse advised the customer to replace the power supply and provided the necessary part information. In a good faith effort (gfe) response from the customer received, it was confirmed that the power supply had been replaced. The customer tested the unit to confirm that the issue had resolved and stated that the device had been returned to service. The customer did not provide what testing was performed following the part replacement. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not charge. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue. The rse provided the customer with the latest version of the service manual. The rse advised the customer that it was likely a power mangement (pm) printed circuit board assembly (pcba) or the power supply causing the issue. The customer biomedical engineer (bme) was advised to confirm that 24 volts direct current (dc) was coming across the brown and orange wires. The bme confirmed that 24 volts dc was not present. The rse advised the customer to replace the power supply and provided the necessary part information.